Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Slightly traces of utilization were visible on the blade. A device history record review was performed for the affected lot inclusive all subcomponents, no abnormalities or deviations were detected, which could lead to the complaint failure. It was possible to lock the blade the thread at the end cab was also checked and was found in a good condition. It was possible to mount and to dismount all components of the blade, according to the assembly instruction; they function according to specification. The part with its components is mounted before commercializing; therefore it must have been possible to mount the parts when the parts left the site in (B)(6) 2015. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Additional product codes for this report include hwc. (B)(4). Device was not implanted or explanted during the procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a product marketed in the u.s. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing site: (B)(4)- manufacturing date: june 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon encountered difficulty locking a blade during a proximal femoral nail antirotation (pfna) procedure on (B)(6) 2015. The surgeon inserted the blade over the k-wire through the pfna sleeve assembly, but was unable to lock the blade with the blue-handled inserter. The inserter rotated towards the lock and then disengaged with the blade. Intraoperative imaging confirmed that the barrel of the blade did not close down. Therefore, the surgeon extracted the blade from the patient with the use of a blade removal device. An attempt was made to re-insert the same blade, but the same issue was encountered. The surgeon commented that the blade may have been attached to the inserter incorrectly. A new 90mm blade was available for use to complete the procedure. A five (5) minute delay was noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.